Event description:
It was reported that no left ventricular (lv) capture was detected by the device. It was further reported that the lead was disconnected, then reinserted (with some difficulty) and capture was still not detected. The device was replaced and lv capture was detected with the new device. No further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies were found.